Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that at implant, the ventricular lead exhibited high impedance and high pacing threshold. The lead was replaced.

Manufacturer narrative:
Analysis was normal.